Event description:
It was reported the dilator tip was split and caused damage to the vessel. Medication was administered to the vessel to resolve the trauma. The physician used the opposite arm to obtain radial access to complete the procedure. It was also noted the vessel was not severely injured.